Event description:
Information was received indicating that a smiths medical cadd-ms® 3 ambulatory infusion alarmed well before it was time to switch out the cartridge and an error message was displayed on the screen stating "alert." The patient switch pumps to continue the life sustaining infusion. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. The pump was inspected and powered up, it alarmed and displayed error code 116. The error code 116 was referenced to motor issue. Further investigation of the pump and determined that the motor was defective and the root cause of the issue. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.